Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('lower back pain') in a 25-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure confirmation test". The patient's medical history included morbid obesity. Concomitant products included oral contraceptive nos since 2017 and sertraline. On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2007, the patient experienced complication of device insertion ("unsuccessful procedure- only one side implanted"). In (B)(6) 2007, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2007, the patient was found to have weight increased ("weight gain"). In (B)(6) 2008, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract"). In (B)(6) 2008, the patient experienced migraine ("migraines / headaches"), headache ("migraines / headaches") and nausea ("nausea"). In (B)(6) 2009, the patient experienced depression ("psychological or psychiatric problems condition: depression") and fatigue ("fatigue"). On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required) and procedural pain ("I was experienced painful cramping and he told me that was normal after the procedure"). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy, and cystoscopy). Essure (ess205) was removed on (B)(6) 2020. At the time of the report, the back pain, dysmenorrhoea, urinary tract infection, depression, migraine, headache, nausea, fatigue, weight increased, complication of device insertion and procedural pain outcome was unknown. The reporter considered back pain, complication of device insertion, depression, dysmenorrhoea, fatigue, headache, migraine, nausea, procedural pain, urinary tract infection and weight increased to be related to essure (ess205). The reporter commented: 4 coils : left. She did not claim that essure worsened a previously existing injury/condition. Current weight 255 lbs. Insertion procedure - dr was unable to thread the right tubal ostia without resistance ,there were three attempts with the coils at the right tubal ostia. Discrepancy noted: essure insertion date : (B)(6) 2007. Discrepancy noted: "due to the inability to cannulate the right fallopian tube, we will undergo permanent sterilization with laparoscopic btl with filshie clips". "Normal appearing uterus, tubes and ovaries with stiffening of fallopian tubes noted where essure coils were placed near the cornual region of each fallopian tube". Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 38.3 kg/sqm. Pathology test - on (B)(6) 2020: gross examination: received labeled "uterus, cervix, lubes" is a uterus with attached bilateral fallopian tubes. The fight and left fallopian tubes are fimbriated and are 7 and 6 cm in length by 0.5 cm in diameter respectively.. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 18-oct-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('lower back pain') in a (B)(6) year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure confirmation test". The patient's medical history included morbid obesity. Concomitant products included oral contraceptive nos since 2017 and sertraline. On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2007, the patient experienced complication of device insertion ("unsuccessful procedure- only one side implanted"). In (B)(6) 2007, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2007, the patient was found to have weight increased ("weight gain"). In (B)(6) 2008, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract"). In (B)(6) 2008, the patient experienced migraine ("migraines / headaches"), headache ("migraines / headaches") and nausea ("nausea"). In (B)(6) 2009, the patient experienced depression ("psychological or psychiatric problems condition: depression") and fatigue ("fatigue"). On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required) and procedural pain ("I was experienced painful cramping and he told me that was normal after the procedure"). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy, and cystoscopy). Essure (ess205) was removed on (B)(6) 2020. At the time of the report, the back pain, dysmenorrhoea, urinary tract infection, depression, migraine, headache, nausea, fatigue, weight increased, complication of device insertion and procedural pain outcome was unknown. The reporter considered back pain, complication of device insertion, depression, dysmenorrhoea, fatigue, headache, migraine, nausea, procedural pain, urinary tract infection and weight increased to be related to essure (ess205). The reporter commented: 4 coils : left she did not claim that essure worsened a previously existing injury/condition. Current weight (B)(6) lbs. Insertion procedure - dr was unable to thread the right tubal ostia without resistance ,there were three attempts with the coils at the right tubal ostia. Discrepancy noted: essure insertion date : (B)(6) 2007. Discrepancy noted: "due to the inability to cannulate the right fallopian tube, we will undergo permanent sterilization with laparoscopic btl with filshie clips". "Normal appearing uterus, tubes and ovaries with stiffening of fallopian tubes noted where essure coils were placed near the cornual region of each fallopian tube". Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 38.3 kg/sqm. Pathology test - on (B)(6) 2020: gross examination: received labeled "uterus, cervix, lubes" is a uterus with attached bilateral fallopian tubes. The fight and left fallopian tubes are fimbriated and are 7 and 6 cm in length by 0.5 cm in diameter respectively. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-oct-2021: medical record received. Case category updated to serious incident, removal details updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.